Event description:
The reporter stated that the surgeon was inserting a +21.0 diopter single piece collamer lens and the lens tore in the injector. There was patient contact but lens was not all the way into patient's eye, no patient injury. The reporter stated that the lens tear was due to the injector.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and visual inspection shows a portion of a plate haptic is torn off and is missing. There is clear and reddish surgical residue on the lens. It should be noted that the cartridge and foam tip plunger were not returned for evaluation.